Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be released, and the device could not release the plug. There was no reported patient injury. The indicator window had turned black-black. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be released, and the device could not release the plug. There was no reported patient injury. The indicator window had turned black-black. Additional information was requested but not provided. The exoseal vcd was used during a diagnostic procedure utilizing an antegrade approach. The physician was certified in the use of the exoseal vcd. There were no visible signs of damage to the device or packaging prior to use. A non cordis catheter sheath introducer (csi) was used. The device was stored and prepared according to the instructions for use (IFU). The suitability of the femoral artery was verified via angiography, including an insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. No calcium, plaque, vessel tortuosity, stent, or significant stenosis was observed at or near the puncture site. There was no evidence of prior closure, hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Hemostasis was achieved via manual compression. The exoseal vcd and sheath introducer were retracted together until pulsatile flow significantly slowed or stopped. The indicator window showed solid black at the time of button depression. No red color appeared in the indicator window during retraction. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18335752 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿deployment lever (button)frozen/locked¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It was reported that an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Without the return of the device for analysis or procedural films, no determination of possible product contributing factors could be made. No preventative or corrective actions will be taken at this time.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be released, and the device could not release the plug. There was no reported patient injury. The indicator window had turned black-black. Additional information was requested but not provided. The exoseal vcd was used during a diagnostic procedure utilizing an antegrade approach. The physician was certified in the use of the exoseal vcd. There were no visible signs of damage to the device or packaging prior to use. A non cordis catheter sheath introducer (csi) was used. The device was stored and prepared according to the instructions for use (IFU). The suitability of the femoral artery was verified via angiography, including an insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. No calcium, plaque, vessel tortuosity, stent, or significant stenosis was observed at or near the puncture site. There was no evidence of prior closure, hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Hemostasis was achieved via manual compression. The exoseal vcd and sheath introducer were retracted together until pulsatile flow significantly slowed or stopped. The indicator window showed solid black at the time of button depression. No red color appeared in the indicator window during retraction. The device was not returned for evaluation as initially reported.